Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed occlusion test three times. No patient injury reported.

Manufacturer narrative:
Other, other text: b5: additional information was received by the manufacturer on 19-sep-2022 via email and attached to the complaint object: documentation was included with the pump. This incident did not occur during patient testing. H6: event problem and evaluation codes: updates are not required. H10: a sample has been received by manufacturing. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found the down stream occlusion (dso) seal bubbled. Functional testing found the reported "failed occlusion test 3x" problem was not duplicated. Sensor output was 97 mv in the mu a/d menu and changed as pressure was applied. In user mode the dso passed pressure testing at 16 psi. However, in event history logs show multiple high alarm displayed: cassette not attached properly. Recommend replaced dso sensor. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).